Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/part of essure device embedded in uterus/migration of essure device- left essure coil found in left side of uterine muscle"), device expulsion ("part of essure device embedded in uterus/migration of essure device- left essure coil found in left side of uterine muscle") and genital haemorrhage ("abnormal bleeding (menorrhagia)") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation novasure performed concomitantly with essure insertion" on 11-sep-2009 and device ineffective "failure to occlude (close) fallopian tube(s)". The patient's past medical history included migraine, depression and knee operation. Previously administered products included for an unreported indication: triphasil from 27-feb-2009 to 11-sep-2009, estrostep on 12-may-2009 and yasmin from 12-feb-2008 to 12-may-2008. Concurrent conditions included arthralgia, ovarian mass, lower abdominal pain, hemorrhagic ovarian cyst, hemorrhagic ovarian cyst, migraine, depression and endometriosis. Concomitant products included ascorbic acid, calcium carbonate, citalopram, cyanocobalamin, hyoscine (scopolamine) until 8-dec-2009 and lipitac (omega 3). On (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy full, oophorectomy (bilateral removal of ovaries), salpingectomy bilateral,ureterolysis), surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, vaginal haemorrhage, weight increased and menorrhagia outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, device expulsion, genital haemorrhage, menorrhagia, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: following the first essure removal surgery (on (B)(6) 2014. Embedded device was identified. Therefore, patient underwent another essure removal surgery on (B)(6) 2015. Pelvic pain resolved. Patient did not have complications or problems that occurred at the time of essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on an unknown date: negative on 26feb2010 (hysterosalpingogram (hsg), result was failure to occlude (close) fallopian tubes and free spill of contrast into peritoneal cavity bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: perforation (uterus) menorrhagia, pelvic pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Medical records received. Events per pfs: perforation (uterus), weight gain, abnormal bleeding, menorrhagia, patient undergone endometrial ablation nova sure concomitantly with essure insertion and failure to occlude (close) fallopian tube(s). Medical history and concomitant medications added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/part of essure device embedded in uterus/migration of essure device- left essure coil found in left side of uterine muscle"), device expulsion ("part of essure device embedded in uterus/migration of essure device- left essure coil found in left side of uterine muscle") and genital haemorrhage ("abnormal bleeding (menorrhagia)") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation novasure performed concomitantly with essure insertion" on (B)(6) 2009 and device ineffective "failure to occlude (close) fallopian tube(s)". The patient's past medical history included migraine, depression and knee operation. Previously administered products included for an unreported indication: triphasil from (B)(6) 2009 to (B)(6) 2009, estrostep on (B)(6) 2009 and yasmin from (B)(6) 2008 to (B)(6) -2008. Concurrent conditions included arthralgia, ovarian mass, lower abdominal pain, hemorrhagic ovarian cyst, hemorrhagic ovarian cyst, migraine, depression and endometriosis. Concomitant products included ascorbic acid, calcium carbonate, citalopram, cyanocobalamin, hyoscine (scopolamine) until 8-dec-2009 and lipitac (omega 3). On (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced weight increased ("weight gain"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy full, oophorectomy (bilateral removal of ovaries), salpingectomy bilateral,ureterolysis), surgery (hysterectomy full, oophorectomy (bilateral removal of ovaries), salpingectomy bilateral,ureterolysis), surgery (ablation), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, vaginal haemorrhage, weight increased and menorrhagia outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, device expulsion, genital haemorrhage, menorrhagia, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: following the first essure removal surgery (on (B)(6) 2014), embedded device was identified. Therefore, patient underwent another essure removal surgery on (B)(6) 2015. Pelvic pain resolved. Patient did not have complications or problems that occurred at the time of essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on an unknown date: negative on (B)(6) 2010 (hysterosalpingogram (hsg), result was failure to occlude (close) fallopian tubes and free spill of contrast into peritoneal cavity bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: perforation (uterus) menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/part of essure device embedded in uterus/migration of essure device- left essure coil found in left side of uterine muscle"), device expulsion ("part of essure device embedded in uterus/migration of essure device- left essure coil found in left side of uterine muscle") and genital haemorrhage ("abnormal bleeding (menorrhagia)") in a 31-year-old female patient who had essure (batch no. 663252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation novasure performed concomitantly with essure insertion" on (B)(6) 2009 and device ineffective "failure to occlude (close) fallopian tube(s)". The patient's past medical history included migraine, depression and knee operation. Previously administered products included for an unreported indication: triphasil from (B)(6) 2009 to (B)(6) 2009, estrostep on (B)(6) 2009 and yasmin from (B)(6) 2008 to (B)(6) 2008. Concurrent conditions included arthralgia, ovarian mass, lower abdominal pain, hemorrhagic ovarian cyst, hemorrhagic ovarian cyst, migraine, depression and endometriosis. Concomitant products included ascorbic acid, calcium carbonate, citalopram, cyanocobalamin, hyoscine (scopolamine) until (B)(6) 2009 and lipitac (omega 3). On (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced weight increased ("weight gain"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy full, oophorectomy (bilateral removal of ovaries), salpingectomy bilateral,ureterolysis), surgery (hysterectomy full, oophorectomy (bilateral removal of ovaries), salpingectomy bilateral,ureterolysis), surgery (ablation), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, vaginal haemorrhage, weight increased and menorrhagia outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, device expulsion, genital haemorrhage, menorrhagia, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: following the first essure removal surgery (on (B)(6) 2014), embedded device was identified. Therefore, patient underwent another essure removal surgery on (B)(6) 2015. Pelvic pain resolved. Patient did not have complications or problems that occurred at the time of essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on an unknown date: negative. On (B)(6) 2010 (hysterosalpingogram (hsg), result was failure to occlude (close) fallopian tubes and free spill of contrast into peritoneal cavity bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: perforation (uterus) menorrhagia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/part of essure device embedded in uterus/migration of essure device- left essure coil found in left side of uterine muscle"), device expulsion ("part of essure device embedded in uterus/migration of essure device- left essure coil found in left side of uterine muscle") and genital haemorrhage ("abnormal bleeding (menorrhagia)") in a 31-year-old female patient who had essure (batch no. 663252) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation novasure performed concomitantly with essure insertion" on 11-sep-2009 and device ineffective "failure to occlude (close) fallopian tube(s)". The patient's past medical history included migraine, depression and knee operation. Previously administered products included for an unreported indication: triphasil from 27-feb-2009 to 11-sep-2009, estrostep on 12-may-2009 and yasmin from 12-feb-2008 to 12-may-2008. Concurrent conditions included arthralgia, ovarian mass, lower abdominal pain, hemorrhagic ovarian cyst, hemorrhagic ovarian cyst, migraine, depression and endometriosis. Concomitant products included ascorbic acid, calcium carbonate, citalopram, cyanocobalamin, hyoscine (scopolamine) until 8-dec-2009 and lipitac (omega 3). On (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced weight increased ("weight gain"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy full, oophorectomy (bilateral removal of ovaries), salpingectomy bilateral,ureterolysis), surgery (hysterectomy full, oophorectomy (bilateral removal of ovaries), salpingectomy bilateral,ureterolysis), surgery (ablation), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, vaginal haemorrhage, weight increased and menorrhagia outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, device expulsion, genital haemorrhage, menorrhagia, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: following the first essure removal surgery (on (B)(6) 2014), embedded device was identified. Therefore, patient underwent another essure removal surgery on (B)(6) 2015. Pelvic pain resolved. Patient did not have complications or problems that occurred at the time of essure placement procedure. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on an unknown date: negative on 26feb2010 (hysterosalpingogram (hsg), result was failure to occlude (close) fallopian tubes and free spill of contrast into peritoneal cavity bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: perforation (uterus) menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 14-aug-2018: lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("part of essure device embedded in uterus") and pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain") and vaginal haemorrhage ("abnormal vaginal bleeding"). The patient was treated with surgery (additional surgery to remove essure on (B)(6) 2015) and surgery (surgery to remove essure on (B)(6) 2014). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, pelvic pain, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, embedded device, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: following the first essure removal surgery (on (B)(6) 2014), embedded device was identified. Therefore, patient underwent another essure removal surgery on (B)(6) 2015. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain. Four and a half years after insertion, consumer underwent surgical removal of devices, but following this surgery, it was discovered that part of essure device was embedded in her uterus. An additional surgery to remove this coil was required six months later. Both pelvic pain and embedded device are anticipated in the reference safety information for essure. The exact time point and mechanism of device embedment are not known, however, considering the event's nature, causality with essure cannot be excluded. Although the embedded essure could alternatively explain the pelvic pain, this event may occur during essure therapy. In this particular case, the event started after essure insertion. Considering the temporal relationship, a causal relationship between chronic pelvic pain and essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident, due to required surgical interventions. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("part of essure device embedded in uterus") and pelvic pain ("chronic pelvic pain") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain ("severe abdominal pain") and vaginal haemorrhage ("abnormal vaginal bleeding"). The patient was treated with surgery (surgery to remove essure on (B)(6) 2014) and surgery (additional surgery to remove essure on (B)(6) 2015). Essure was withdrawn. At the time of the report, the embedded device, pelvic pain, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered embedded device, pelvic pain, abdominal pain and vaginal haemorrhage to be related to essure. The reporter commented: following the first essure removal surgery (on (B)(6) 2014), embedded device was identified. Therefore, patient underwent another essure removal surgery on (B)(6) 2015. Company causality comment: this spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain. Four and a half years after insertion, consumer underwent surgical removal of devices, but following this surgery, it was discovered that part of essure device was embedded in her uterus. An additional surgery to remove this coil was required six months later. Both pelvic pain and embedded device are anticipated in the reference safety information for essure. The exact time point and mechanism of device embedment are not known, however, considering the event's nature, causality with essure cannot be excluded. Although the embedded essure could alternatively explain the pelvic pain, this event may occur during essure therapy. In this particular case, the event started after essure insertion. Considering the temporal relationship, a causal relationship between chronic pelvic pain and essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident, due to required surgical interventions. A product technical analysis is expected. Further information will be obtained through the litigation process.